Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did not convert the patient from ventricular fibrillation (vf) on the first and second attempts in three separate consecutive episodes. The patient experienced syncope and then was successfully converted on the third attempt. This ICD has been explanted and successfully replaced with a high energy ICD.